Manufacturer narrative:
Reportedly the lens was scheduled to be explanted on (B)(6)2017. Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that lens was scheduled to be explanted approximately 3 weeks post implant due to z-syndrome. Formation. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lot number of the lens was not provided, and the lens remains implanted in the patient's eye. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information available, the root cause of the reported event could not be conclusively determined. However, the physician believes z-syndrome occurred due to patient rubbing his eye.

Event description:
Additional information received: z-syndrome was reported less than 1 month post-op. Explant surgery was planned but cancelled on day of scheduled surgery when patient noted improved visual acuity during pre-op interview. One day later ¿ patient was 20/20 ucva distance and intermediate, j3 at near. The surgeon determined z-syndrome resolved on its own at that time and the lens remained implanted. The doctor believes z-syndrome occurred due to patient rubbing his eye; patient was advised to return for a follow-up in two weeks. Based on this information, this event is no longer considered reportable.